Event description:
The customer reported that the tubing separated and leaked at the filter junction during a bicarbonate infusion and caused the patient's blood to back up into the IV.

Manufacturer narrative:
The customer¿s report of a filter leak was confirmed however the leak was due to a break on the filter component, not a separation as reported. Visual inspection of the set showed a break on the filter at the engagement between the inlet of the filter and the tubing. There were stress marks observed indicating that excessive force had been applied. Functional testing confirmed a leak at the engagement. The root cause was identified as stress having been applied to the engagement which may have exerted enough angled force to break the filter port.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated at the filter junction during a bicarbonate infusion and caused the patient's blood to back up into the IV. The filter was in use for less than 24 hours. There was no report of patient harm.